Manufacturer narrative:
External review for echocardiogram was received on may 08, 2017: on 04/02/2014 - tte - the ao valve cannot be seen. On 02/28/2017 - tte - high aov gradients (mg=55, pg=88 mmhg). The valve itself cannot be seen. There is ar, possibly moderate. On 02/28/2017 - tee - valvular degeneration, thickened leaflets with diffuse calcification and high gradients were seen. Moderate to severe central ar. On 04/12/2017 - tee (on newly implanted valve) - mechanical aov, normally functioning with no ar. Mg=15, pg= 32 mmhg. Histological analyses were performed on the returned device. This prosthesis was initially stenotic because of intrinsic and vegetating calcifications in all leaflets; subsequently it became insufficient because of tears in leaflets b and c. Thin fibrous pannus depositions.

Manufacturer narrative:
The valve was returned for analysis on (B)(6) 2017 and gross examination was performed.

Event description:
The manufacturer was informed on (B)(6) 2017 that a patient with a mitroflow valve had the valve explanted due to possible structural valve deterioration (svd). The manufacturer received the following information: angina admission. Cardiac tamponade. Re-operation for hemostasis. Possible structural valve deterioration. Patient lost 850 mls of blood no additional information has been received to date.